Event description:
It was reported that during daily routine check, the cs100 intra-aortic balloon pump (iabp) doppler was not working.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. (B)(6).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the the reported malfunction. The fse replaced the doppler ultrasonic assembly. The unit was tested and was found to be working okay. The iabp was handed over in good, working condition.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11 corrected sections: b5, b6, b7, d10, e1(name and tel #), e3, g2.

Event description:
It was reported that during daily routine check, the cs100 intra-aortic balloon pump (iabp) doppler was not working. There was no patient involved.